Manufacturer narrative:
Medical device: mc1vr01-delsys (B)(4).

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, patient experienced pericardial effusion with consequence of cardiac tamponade. It was also reported that there was three deployments with good measurements during the procedure. Treatment was administered with drainage performed, and patient status reported as good. No further patient complications have been reported as a result of this event.